Event description:
Customer observed process path 1 (pp1) wash zone 1 (wz1) dispense errors, mostly at position 4, on an alinity s system. Ambassador tried to get them running on process path 2 (pp2) but then sample pipettor errors caused the instrument to stop. Upon ambassador arrival, sample pipettor probe 2 was crashed and bent. The probe was replaced, calibration performed, and the run was restarted on pp2. Ambassador replaced the injector nozzles for wash zone (pp1wz2), buffer heaters for wash zone (pp1wz2), and pm sensors for dispense for wash zone (pp1wz2), ambassador also swapped ports for the pm sensor. When the ambassador adjusted the hose, wash buffer landed on the ambassador¿s face. He was wearing gloves and a mask but performed an eye wash in case any liquid got into his eye. The ambassador performed an eye wash in case any liquid got into his eye. No other treatment was required.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of the instrument service history identified no additional occurrences of liquid splashes or contributing factors to the current complaint. A review of historical data associated with the tested, assy, wash zone did not identify any trends, non-conformances, potential non-conformances, or deviations. A review of tracking and trending data in the transfusion product monitoring review revealed no systemic issue or trend for the wash zone assembly related to the current issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency with the alinity s system, as1259, was identified.